Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was re-implanted on (B)(6) 2013. As per info on the device explantation report, the pt did not have any problems after implantation surgery, but no hearing amplification could be obtained with the device concerned. No visible reason for a device malfunction was observed during explantation surgery.